Event description:
Reference number (B)(4). Event occurred in the united states it was reported on (B)(6) 2024 that the patient admitted to the hospital (ER) for 3 days due to high blood glucose level of 386 mg/dland IV insulin was given to the patient for the treatment. No further information available.

Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.